Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), do not cover significant arteries with the endoprosthesis. Vessel occlusion may occur. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to device migration, occlusion of device or native vessel. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include but are not limited to improper component placements.

Event description:
On (B)(6) 2021, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Reportedly, after the trunk ipsilateral leg endoprosthesis was implanted, a proximal type I endoleak was confirmed. As a treatment, one aortic extender component was deployed just below the renal arteries. It was reported the device moved proximally during the deployment and unintentionally covered a part of both renal arteries. Since blood flows are confirmed into both renal arteries, no treatment was performed for this unintentional coverage. A proximal type I endoleak was resolved. The patient tolerated the procedure. The physician decided to monitor the patient and the procedure was completed.

Manufacturer narrative:
Corrected h6: investigation conclusion code changed to 4315 - cause not established.